Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. During event month the pt presented with back pain due to a new disc herniation l3-l4. The investigator noted the event as mild in intensity. The physician ordered physical therapy and vioxx for pain. The condition was reported as resolved with treatment in 07/2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "muscular strain with is work" as possible cause for the event.